Manufacturer narrative:
Ge healthcares investigation has been completed, which included a reproduction of the breast coil set up with a similar device. There was no design issue or malfunction identified for the coil or system. The patient did not report any pain or injury on the day of the mr exam. Based on the limited information provided, there is no obvious evidence for root cause. Patient injuries may occur despite good clinical practices, proper patient positioning, and monitoring. No further actions are planned by gehc.

Manufacturer narrative:
A2: over 60 years. A4: 50-60 kgs. H3, 6: ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed. H3 other text : device evaluation anticipated, but not yet begun.

Event description:
It was reported that a patient was scanned on (B)(6) 2023, with no complaints of pain during positioning, during scanning or right after the scan. On (B)(6) the patient went for a bone exam and had a confirmed rib fracture. There was no bone displacement.